Event description:
The customer reports the distal tip of the sheath is cracked and separating. On (B)(6) 2010, customer reports via telephone that the product was found during decontamination/inspection processing. There was no pt contact, no injury.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.